Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. It was determined that gasket was missing from the syringe test fitting. The part number for the new fitting was provided and the customer was advised to test from tubing inside the unit. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator failed the leak test. There was no patient involvement.